Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4) - the dentist reported that 3 months after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, immediate load was performed, patient presented bone type iii and bone graft was executed. The dentist also reported that trauma occurred.